Manufacturer narrative:
A review of intuvie¿s service records was done, and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported failure were identified. The ground resistance failure identified during preventive maintenance testing is under investigation. At the time of this report, the device remains under evaluation, and a follow-up MDR will be submitted upon completion of the investigation and implementation of any corrective actions. Refer to (B)(4).

Event description:
Pump sn (B)(6) was returned to intuvie for routine preventive maintenance. During standard electrical safety testing, the device failed the ground resistance test, measuring 0.438 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. The issue was identified during preventive maintenance only. No patient involvement or adverse event was reported.